Manufacturer narrative:
Date of report: 26-nov-2018. Date of manufacturer: 13-nov-2018. The customer's biomedical engineer replaced the power supply to address the reported problem.

Manufacturer narrative:
Event date: (B)(6) 2018. Date of report: 15nov2018. A follow-up report will be submitted once the investigation has been completed.

Event description:
The customer reported that the unit will not operate from ac power and only operates from battery power. The customer reported that the unit was not in use on patient. The event date was not specified; estimate used.